Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed baton showed no images. The baton was replaced and the returned baton was scrapped. Additional part used: glidescope avl monitor, catalog: 0570-0314, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 1-2, there was a black screen when the baton was used. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.